Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, minor scratched lcd window, cracked case, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was black. Customer cannot recall the cause of the buttons issue. Troubleshoot was performed. Customer stated insulin pump screen had crack. Customer stated the insulin pump had fallen in an electric recliner, the insulin pump was crushed. Customer also reported the bottom of the insulin pump had crack. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.